Event description:
Reporter reported that an mr290 chamber deformed while in use with an mr850 respiratory humidifier. They further stated that the patient circuit did not melt. No patient consequence was reported.

Manufacturer narrative:
We are awaiting the return of the complaint device in order to complete our investigation.